Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The sterile seal and outer box were damaged during shipping. The device was implanted. The patient was in stable condition.